Event description:
It was reported that both the atrial and ventricular lead exhibited noise, and it was determined that noise has been present on both of the leads for years. The leads were both programmed to bipolar, and remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was later reported that the leads continued to exhibit signs of failure. Oversensing and low impedance were noted as well as low r wave measurements and high premature ventricular contractions (pvc) counts. The right ventricular lead was now newly oversensing t waves. The physician and patient understand new leads need to be implanted, however, the patient does not want the procedure. The sensitivity and ventricular refractory period was reprogrammed however the lead issues are still unresolved. The leads remain in use and the patient will be closely monitored.

Manufacturer narrative:
(B)(4).